Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 480 mg/dl at the time of incident. Customer stated that the customer was able to give bolus for high blood glucose. Customer declined troubleshooting for the high blood glucose. Customer was advised to inform his doctor and also go to the nearest hospital. Customer also stated that the belt clip was broken. The device will not return for the analysis.